Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy. Surgical intervention was undertaken on (B)(6) 2025, and the leads were moved up higher, and one lead was explanted and replaced.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's left lead was repositioned, and the right lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's left lead was repositioned, and the right lead was explanted and replaced.